Event description:
It was reported that the patient presented remotely via merlin.net. Upon examination of the transmission, the patient's implantable cardioverter defibrillator (ICD) was showing a device parameter error message. Corrective programming changes were made. The patient was stable.